Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed no abnormalities noted in the delivery system. The balloon was inflated without issue. No abnormalities were observed in the balloon shape or function. No relevant photographs, videos or imagery were provided for this event. During functional testing, the balloon was inflated and deflated without issue. No further functional testing was performed. Based on the condition of the returned device, no dimensional testing was performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review revealed the occurrence rate did not exceed the october 2019 control limits for the applicable trend categories. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, the delivery system and its components undergo multiple visual inspections and testing throughout the process. During final inspection, the fine adjust, collet/shaft clearance and collet engagement undergo 100% functional testing. The entire device undergoes 100% distal to proximal visual inspection by both manufacturing and quality. Additionally, product verification testing is performed on each lot under a sampling plan. No failures occurred during the product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. In this case, as no imagery of the valve embolization was provided, the complaint was not able to be confirmed. The delivery system was returned but did not exhibit any abnormalities from visual inspection. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Although the exact cause of the event could not be confirmed, based on the available information, procedural factors (manipulation of the devices, possible pvc or loss of pacing capture, interference of the delivery system with the valve during device withdrawal), in addition to patient factors (access vessel calcification/tortuosity) may have contributed to the valve embolization and subsequent placement in the left subclavian artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, an initial 26mm sapien 3 valve was deployed where intended. Post deployment, as the commander delivery system was deflated and withdrawn, the valve embolized into the aorta. The valve was captured, pulled distal to the left subclavian and deployed. A second sapien 3 valve was then prepared and successfully deployed. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. The cause of the valve embolization was not determined. It was speculated that a possible pvc or loss of pacing capture may have contributed to the event. It was also speculated that the valve may have caught on the delivery system during the device withdrawal, resulting in the embolism. It was noted that all fluid appeared to be removed from the delivery system prior to withdrawal.